Event description:
It was reported that the bar broke on the patient¿s left side; appears to be in the retention hole area.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received a portion of the reported hybrid bar for evaluation. Visual inspection revealed distal portion of fractured bar; the other portion has not been returned. The fracture is mesial to implant cylinder. DHR review was completed for the subject lot number 8732382-1. The bar was milled 1 year prior to the event. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was: excessive occlusal forces. · prostesis force imbalance to implant interface off-axis loading. Therefore, based on the available information, device malfunction was confirmed and the reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.